Event description:
Device used in the sfa: pt presented with severe claudication of left leg (not a surgical candidate). Angiography revealed heavily calcified long segment total occlusion of left sfa. Could not cross cto with wire, used a re-entry catheter to cross lesion. Performed pre-dil with 1.5x20 balloon and performed pre-dil with 4x100 balloon (several inflations) deployed 8x150 everflex without incident although the proximal half of the stent appeared to be stretched and had incomplete wall apposition. Deployed another stent inside the everflex stent. This other stent exhibited incomplete scaffolding (or "pancaking") due to jagged struts performed post-dil with 6mm pta balloon post-dilatation caused the other stent to force struts of everflex through vessel wall causing a perforation. A covered balloon expandable stent was used to seal perforation. No injury to pt; pt will be monitored on an ongoing basis.